Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) stopped working since (B)(6) 2024. The patient stated that the doctor confirmed that it was a fluid leak, and a replacement would be needed. The patient stated that he experienced pain. No revision surgery has been informed, and no additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is: (B)(4).

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported fluid leak, mechanical issue and pain are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of pain is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) was not pumping correctly. One year later, the device stopped working. The patient stated that the physician confirmed a fluid leak and indicated that a replacement would be needed. Additionally, the patient reported experiencing pain. Several months later, a surgical procedure was performed to remove the ipp. No additional information was provided.